Event description:
The patient reported that subsequent to the implant of a protegen sling and enterocele, cystocele and rectocele repair, patient experienced urinary urgency, incontinence, urirnary infections and vaginal yeast infection. Patient felt like their "bladder had fallen again." The device remains in the patient. Therefore, no failure analysis is available. The company's directins for use outlines as potential complications: "infection".